Manufacturer narrative:
It's not possible to determine a manufacture date without a meter serial number.

Event description:
The customer alleged that she performed a control test using her contour meter and received a result of 207 mg/dl. The normal control range was 105-145 mg/dl. The customer did not have her meter or test strips with her at the time of the call, so it was not possible to troubleshoot or obtain product info. Several attempts were made to contact the customer after the initial call, but the customer could not be reached. No product will be returned.